Event description:
Information received that the right siderail does not stay in "up" position. No injury reported.

Manufacturer narrative:
Technician found the right siderail would not latch in up position. Cause: found end tube was split in half. Replaced the end tube to resolve this issue.